Manufacturer narrative:
The 510k # is for initial fr2 clearance. Internal device memory reviewed. Conclusion: incidents are being reported as it cannot be conclusively stated that recurrence would not result in delay of therapy. Device labeling provides info regarding potential reasons for pad contact issues (dry skin, excessive body hair, oily skin, etc.).

Event description:
Two instances reported by user where same AED indicated marginal pad contact during deployment. Second event; 0(B) (6) 2009. (B) (4).